Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, there was an obstruction between the transmitter and the pump. The obstruction was removed however, the issue persisted. Ultimately, the connection between the pump and transmitter resumed. No additional patient information was available.